Manufacturer narrative:
Evaluation results: no results available since no evaluation performed- device or procedural images not provided for review. Patient¿s condition affected effectiveness of device- patient lesion morphology: 70 % stenosis, calcification and tortuosity. Related to operational context-no abnormality noted during preparation and inspection of amphirion device prior to use-event most likely procedural related. No device returned. Evaluation conclusion: unable to confirm complaint - device or procedural images not provided for review. Device failure/lack of effectiveness related to patient condition - patient lesion morphology: 70 % stenosis, calcification and tortuosity. Operational context caused or contributed to the event - no abnormality noted during preparation and inspection of amphirion device prior to use-event most likely procedural related. (B)(4).

Event description:
The physician was using an amphirion deep otw pta balloon catheter to treat a lesion below the knee. The lesion was 150mm and exhibited moderate calcification, 30' tortuosity and 70% stenosis .pre-dilation was carried out with 5 inflations. No abnormality noted during preparation and inspection of amphirion device prior to use. Resistance was noted during delivery to lesion. I was reported that it was hard to pass lesion from calcification. The amphirion balloon failed to be fully inflated up to nominal rbp (partial inflation was achieved) and deflation was succeeded after several attempts. No patient complications were reported for this event. A new amphirion device was used to complete the procedure.